Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j sales representative. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual investigation of the returned device found that the x25 final tightener has stripped from the tip. The stripped condition can be attributed to the correct functionality of the device. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection for the x25 final tightener was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the x25 final tightener would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dw 2797_12_600 rev. J current, rev. H manufactured. Dimensional inspection: n/a. H4, h6 a review of the receiving inspection (ri) for x25 final tightener, was conducted identifying that lot number gm5755519 was released in one batch. Batch1: lot units were released on 10 dec, 2021 with no discrepancies. Supplier: seabrook medical. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that some instruments were observed to not be in great condition while going through/restocking the sets. There was no patient involvement/consequences. This report is for one (1) x25 final tightener. This is report 2 of 5 for complaint (B)(4).